Event description:
It was reported that during a routine distal radius fracture repair surgery, upon placement of the 2 hole shaft, 6-hole head variable angle (va) plate, a 1.25 small ball k-wire was placed through the k-wire holes on the plate to secure the plate to the bone. Upon inserting the wire under power, the tip of the wire (1mm-2mm) piece broke off in the bone. The rest of the wire was removed. None of the other broken pieces were removed. The plate was implanted with a combination of six locking variable angle (va) and cortical screws without further issue. Surgery was completed without delay or further issue. Outcome of surgery was successful completion and satisfactory reduction. There were no reports of a surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted; device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.